Event description:
A malfunction alarm was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was instructed to continue using the pump and to report any future malfunctions. No additional information regarding the outcome was received.